Event description:
Additional information received mentioned that the actual allegation was that the handpiece sounded abnormal noise when it rotated. The allegation was not about rotation speed nor the handpiece was not wobbling. The unit was being used on the patient.

Manufacturer narrative:
H3: additional information received mentioned that according to the instructions of person in charge in our company, we will return it unrepaired this time. H6: attritional information suggest that fdd: a051208 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the reported event could not be duplicated. The handpiece generates abnormal noise during operation. Also, internal inspection found some parts, such as the bearing have deteriorated. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece rotation was not normal during the endoscopic sinus surgery (ess) procedure. They heard unusual noise from the handpiece during use. There was no error message. The footswitch was replaced and the handpiece was replaced with the backup. There was no impact on neither the patient nor the staff.